Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms or additional case information was reported,